Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump¿s black box data history showed evidence of cs 128-fb80 and cs 128-fe80 call service battery alarms. These alarms are defined as post-delivery motor power supply faults. There was no damage found to the battery compartment or to the returned battery cap. The pump powered up with the returned battery cap. The pump case was removed and there was no evidence of internal moisture or damage to the printed circuit board (pcb) or other associated electrical components. The pump¿s electrical current draws measured within specifications. The investigation was unable to duplicate the initial complaint about a "battery life" issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.